Event description:
Reunite resorbable bone plate was implanted on 2001, for fixation of a metacarpal fracture. It was observed 10 day post op. That the plate was bent. Revision was performed on an unk date to remove plate and four screws.